Event description:
It was reported that during an unknown procedure, the device "broke off" during case. Patient consequence was not reported. No other information was available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. Device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 3/23/2022 d4: batch # v95j24 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was received with the push pull rod broken at thumb ring area. The suture and the bag were not returned for analysis. The device was disassembled and no anomalies could be observed. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.